Event description:
It was reported that a user experienced high blood glucose at 346 mg/dl after a usual breakfast announcement while using the ilet system, and the pump had been recently reset and was in the learning period; the user observed glucose levels begin to decline by the end of the call. Customer care provided support that included education on expected glucose behavior during the learning period, with guidance to allow time for glucose to decline. Investigation of this case revealed no device malfunction and suggested expected performance during the post-reset learning period. No clinical symptoms associated with hyperglycemia reported. Outcomes included no injury and no medical intervention. It was concluded, based on previously established findings for similar reports, that the cause was unclear but consistent with physiologic response and device adaptation following reset. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.